Event description:
It was reported that during a coronary artery stenting treatment procedure, the pressure gauge broke. The advantage26 inflation device was connected to a 3.0x33mm non-bsc stent delivery system (sds). The first inflation to 7 atms was successful. The physician wanted to inflate the device to 16atms on the second inflation, however "the cover of the pressure gauge in the joint broke" at 14 atms. The non-bsc stent was deployed but not fully expanded. Therefore, the sds was removed and the stent was post dilated using a 3.5x15mm quantum maverick balloon and a new advantage device. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed that the gauge was detached from the device housing. The housing around the lock nut and gauge area was separated. The clips in the lock nut and gauge areas were not securely snapped. One clip was bent out of shape and misaligned. The complaint failed to meet specification or perform as intended due to the manufacturing process. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause is manufacturing as the encore device was not correctly assembled at the snap press during the manufacture of the unit. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the pressure gauge broke. The advantage26 inflation device was connected to a 3.0x33mm non-bsc stent delivery system (sds). The first inflation to 7 atms was successful. The physician wanted to inflate the device to 16atms on the second inflation, however, "the cover of the pressure gauge in the joint broke" at 14 atms. The non-bsc stent was deployed but not fully expanded. Therefore, the sds was removed and the stent was post dilated using a 3.5x15mm quantum maverick balloon and a new advantage device. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Device received by manufacturer- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).